Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right atrial (ra) lead was attempted to be placed in the atrium, however peak value could not be detected. It was also reported that there was placement difficulty and there was no area where pacing could be performed. The physician determined that the lead was unnecessary in the atrium and the lead was removed. No patient complications have been reported as a result of this event.